Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4)have been returned and the evaluation is underway. The device flag data from the last download (02/19/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. Device manufacture date monitor 02/18/2013; belt 10/09/2014.

Event description:
A us distributor contacted zoll to report that a patient had passed away in an ambulance while wearing the lifevest on (B)(6) 2021. Per clinical review of the ECG recordings, the device was started up at 09:33:01 on (B)(6) 2021. There were 4 arrhythmia detections between 14:41:22 and 14:45:56 while the patient was in vf with CPR/motion artifact. An additional 15 arrhythmia detections and 4 asystole detections occurred while the patient was in vf with CPR/motion artifact that degrades to asystole from 14:46:37 to 14:56:45. The device properly detected vf, but motion artifact prevented the lifevest from delivering a treatment. Intermittent ECG electrode falloff and response button usage occurred during the event. It was not reported who was pressing the response buttons. The device was shutdown at 15:01:24 on (B)(6) 2021.